Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a patient with a thin flap and rainbow glare after lasik in a patient's left eye. Superficial punctuate keratitis was noted inferiorly one day post- operatively. The patient was instructed to continue using the normal post-operative drops.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment. Technical service verified the system and showed that the inclined offset was set from 54 to 42 during service onsite visit which means that the flaps are about 10m thinner. The inclined offset was reset to 50. The root cause for thin flap could not be identified conclusively however, a setting of the cutting depth (offset value) within the lower range of specification is the most likely root cause. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significantly reduction of the achieved flap thickness if the surgeon uses too much sterile irrigating solution before flap cutting. The root cause for rainbow glare and superficial punctuate keratitis could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in procedure manual. Rainbow glare is known to appear in thin cuts more often when compared to thick flaps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, lasik procedure was reported to have been completed unremarkably. Rainbow glare was reported three days post-operatively.